Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that an internal patient transport should be carried out. Due to the low battery level of the rotaflow console (rfc) with s/n (B)(6), the user decided to replace the rfc during use. The rotaflow drive (rfd) was disconnected from the rfc with s/n (B)(6) however, the rfc was not switched off therefore, the error message ¿head error¿ occurred and the rfc was damaged. The rfc with s/n (B)(6) will be handled in complaint (B)(4). After the exchange the rfd was connected to the rotaflow console with s/n (B)(6) however, this rfc was also not switched off therefore, the error message ¿head error¿ occurred also on the second rfc with s/n (B)(6) and this rfc was also damaged. The rfc with s/n (B)(6) will be handled in this complaint. The second damaged rfc was also replaced with another device. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported "head error" could be confirmed. The customer confirmed not to order any repair due to the age of the device (produced in 2014). The device will be scrapped. Based on the investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany. It was reported that an internal patient transport should be carried out. Due to the low battery level of the rotaflow console (rfc) with s/n (B)(6), the user decided to replace the rfc during use. The rotaflow drive (rfd) was disconnected from the rfc with s/n (B)(6) however, the rfc was not switched off therefore, the error message ¿head error¿ occurred and the rfc was damaged. The rfc with s/n (B)(6) will be handled in complaint (B)(4). After the exchange the rfd was connected to the rotaflow console with s/n (B)(6) however, this rfc was also not switched off therefore, the error message ¿head error¿ occurred also on the second rfc with s/n (B)(6) and this rfc was also damaged. The rfc with s/n (B)(6) will be handled in this complaint. The second damaged rfc was also replaced with another device. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.